Event description:
Koru medical became aware of a report stating the patient contacted the clinic on (B)(6) 2023 to state the freedom60 pump is not working. The syringe will not "lock in", and when pump is started, it propels the syringe across the room. The patient uses zip ties to hold syringe onto pump. The patient will be returning the pump to the clinic. The patient did not experience any adverse events as a result of the event. The serial number for the device provided at the time of the report was incorrect. A return material authorization was initiated to return the device back to koru medical for evaluation. A good faith effort was sent to the initial reporter on 07-mar-2023 for additional information and product return status. The customer was also provided instructions for returning the device to koru medical for evaluation. A response was received providing the correct serial number for the device. At this time, the device is pending return to koru medical. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.